Manufacturer narrative:
This explanted product is expected to be returned back to boston scientific for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was discovered to be in safety mode. Surgical intervention was performed, and the crt-p was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Please note: the serial number of this crt-p was updated, and this event was deemed to be a duplicate to complaint number (B)(4). All subsequent investigation results will be provided in the reports associated with that complaint.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was discovered to be in safety mode. Surgical intervention was performed, and the crt-p was explanted and replaced. No additional adverse patient effects were reported.